Event description:
Pt underwent a subcutaneous mastectomy with placement of silicone implants. She developed skin necrosis & loss of the nipples, & underwent explantation. Pt then had reimplantion on 10/5/76. She began developing hardening in about 1984 with a burning sensation. The right implant has moved lower. She does not have symptoms on the left. Pt had to stop work in 1978 because of fatigue. She was off work until 1985, & then tried operating a business again but failed because of fatigue. She has not worked since then. Other symptoms include anorexia & a 17 pound weight loss in the past year, generalized weakness particularly in the legs causing difficulties in walking stairs, occasional night sweats, myalgias & arthralgias in the right arm, pain in the pip & dip joints, & tenderness of the hands & feet. For about 2 yrs she has noted significant memory & concentration difficulties. She has had a neurologic evaluation for this which did not yield the cause. Other symptoms include occasional dysphagia probably due to dryness, sleep disturbances, occasional anterior cervical lymph node swelling, scalp alopecia, occasional petechial rashes on the abdomen & upper thighs, & blanching & cyanosis with cold exposure consistent with raynaud's phenomena. Pt has fallen because of lower extremity weakness. Physical exam on 7/24/94, revealed several spots of conjunctiva & oral mucosa, slight swelling & tenderness of the submandibular salivary glands, mild anterior cervical lymph node enlargement, abnormal breasts with grade IV irregular contracture on the right, & only grade I on the left though there appeared to be freely moving silicone up towards the axilla. Musculoskeletal exam showed tenderness at the right shoulder rotator cuff. There were osteoarthritic changes in the hands. The left calf was 1 cm smaller than the right, which is reportedly the result of childhood osteomyelitis in the left tarsal bones. This area of the foot showed degenerative bony enlargement. Tinel's & phalen's were positive on the right. Cerebvellar testing showed an unsteady romberg & poor tandem gait. There is a slight decrease in vibration sense in the feet. A schirmer's-ii was abnormal with 0 mm wetting on the right & 2 mm on the left.